Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 69 mg/dl. Customer's father filled the reservoir to 80 units, customer began to go low, the reservoir read 24 units. Customer overinfused. The current blood glucose reading is 268 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Carelink pro shows all bolus and basal deliveries. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime do faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No damage noted on case.